Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. A review of the reported pack¿s bill of materials (bom) could not be reviewed as the customer did not retain the affected pack information. A review of the deviation history report could not be reviewed as the customer did not retain the affected lot information. The application of the temporary deviation is unknown. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications. The root cause of the customer's complaint could not be established as a product has not been received and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time as a product has not been received and the condition of the product could not be verified. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. The most recent review showed no trends associated with the reported product or event type. Quality assurance will continue routine monitoring and will take additional action if future data indicates a recurring concern no further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the thirty gauges cannula was getting terrible and did not let any fluid through during surgery. The procedure type was unknown. The other surgery details were unknown. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.